Event description:
Event description guidant received information that due to elevated thresholds, this pacemaker had been programmed to high outputs. The physician suspected that this potentially resulted in premature battery depletion of the device. The pacemaker and associated lead were removed from service and replaced. The pacemaker was returned for analysis.